Event description:
It was reported that the device was being prepared to be used in an unknown procedure. The device was opened and the tech noticed the device was broken. The part is above the handle and appears detached. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
Per the clinic, the patient developed an infection around the implant site (type not reported) approximately 1 month post-op. The wound was aspirated on multiple occasions over the course of three months in addition to antibiotic and anti-inflammatory medication, which did not resolve the issue. The patient was hospitalized at some point during treatment. On (B)(6) 2010, the patient underwent a wound exploration and debridement of the wound. The device was explanted on (B)(6) 2010. Reimplantation is planned, but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
It was previously reported that per the operative report of (B)(6)2010: there was satifactory function of the bioprosthetic valve.

Manufacturer narrative:
Evaluation summary: as received the valve tissue was cut off. Approximately 2-3mm of tissue remains along the attachment. The remaining valve tissue was not returned. The sewing fabric, sewing ring, wireform, and band were cut. Sections of the sewing ring were retuned. The x-ray demonstrates a cut in the wireform and band. Not able to evaluate due to the current condition of the valve. Not able to evaluate due to the current condition of the valve.

Manufacturer narrative:
Device evaluation anticipate, but not yet begun.device evaluation anticipate, but not yet begun.the device was returned for evaluation, analysis is pending.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a 3000tfx, 23mm valve was explanted after an approximate 3 month implant duration due to endocarditis. The ascending aorta was also affected. Diagnosis was found through echo and patient was symptomatic with shortness of breath. Hospital contact will call me back with the source of infection so that I can consult with an edwards microbiologist prior to hospital contact sending device to edwards. Follow up call from hospital contact indicated that all cultures came back negative, and she will include the operative and pathology report with the returned valve.